Event description:
Reportedly, this stent was deployed in the distal sfa. While deploying, the stent opened after a few clicks then foreshortened when deployed completed to approx 50mm. Another stent was used to completely cover the lesion due to the forshortened stent with good overall results. Pt is doing well.